Event description:
User report (B)(4) reported through basg: revision surgery due to neck fracture of the sl-plus mia stem. The fracture happened on (B)(6) 2017, on rising from sitting.

Manufacturer narrative:
[(B)(4)].